Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 460cc saline prosthesis, catalog #3503460, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with mentor smooth round high profile 460cc saline prostheses. On (B)(6) 2018 bilateral baker¿s grade iii capsular contracture was diagnosed by a physical examination. As a result, explant was performed on (B)(6) 2018. (See 1645337-2018-04408 for contralateral prosthesis report).